Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 430 mg/dl at the time of incident. Customer's other relevant blood glucose level was 120 mg/dl. Customer also reported that the infusion set was leak during insulin delivering. It was also reported that the sensor was faulty, customer received a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.